Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the temporary image failure due temporary water invasion through the hole on cable. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use, their camera head had the following reportable event; image problem/ the image was bad. There was no patient harm, procedural delay or injury and the procedure was completed with another device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was not confirmed. In addition to the reportable findings documented in b5, the following nonreportable findings were; kink and puncture of the cable which resulted in a failed leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.